Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll japan for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing using the customer's returned multifunction cable and CPR adaptor without duplicating the report. The multifunction cable and CPR adaptor were replaced as a pre-caution. The device was recertified and returned to the customer. The electrode pads used at the time of the report were not returned as part of this investigation. No trend is associated with reports of this type.